Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The pump kink resistant tubing (krt) was worn to the filament, and the pump block was worn form krt. Despite this, fluid leakage was not identified in the pump connecting tube. In addition, the pump had trimmed krt with window quick connector before the functional testing. The pump did not pass deflation test, and also it did not pass activation tests. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the middle, proximal end, and distal end. The first cylinder had a hole in the proximal end of the cylinder consistent with sharp instrument damage which led to fluid leakage. In addition, it also had fluid leakage due to holes at the corner of a fold at the middle of it. The second cylinder had leakage form wear in the middle of it and a hole was found in the outer tuber due to wear. Based on the information available and analysis results, the pump not passing deflation and activation tests could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed. Upon examination a crack in the pump connecting tube was found. The pump and cylinders were explanted and replaced; the reservoir was left in place. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed. Upon examination a crack in the pump connecting tube was found. The pump and cylinders were explanted and replaced; the reservoir was left in place. No patient complications were reported.